Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable troponin t hs stat elecsys results from the cobas 6000 e601 module. The initial result was 22 ng/l. The result from a new sample collected three hours later was 8 ng/l. The original sample was then repeated with a result of 6 ng/l. Information was not provided if the questionable result was reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 68812401 with an expiration date of 31-may-2024. The field service engineer replaced the measuring cell. The sample clotting time was too short according to the tube manufacturer recommendations. The investigation is ongoing.